Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed no issue with the system and was unable to reproduce failure. System checkout was passed and functions as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was image quality issues and the site had multiple attempts to change techniques to try and improve the quality. No patient involvement.